Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after noticing air bubbles in the infusion line shortly after a site change with a contact detach steel infusion set, and was advised to perform a full supply change due to risk of compromised insulin delivery; the user also reported extending cartridge use beyond labeled guidance. Symptoms included elevated blood glucose. Outcomes included successful downward glucose trend following the supply change and no further issues. Investigation included troubleshooting and education on proper supply changes and labeled use. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with a potential contribution from air in the line and off-label cartridge duration. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.